Manufacturer narrative:
The facilities biomed tested the bed exit system and found that it would arm, alarm and send a nurse call. She could not duplicate the alleged failure. Possible user error.

Event description:
The nurses alleged that the pt positioning monitor alarm did not go off and the pt fell while out of the bed. No injuries were reported.